Manufacturer narrative:
The sample and lot number associated to this report are not available for investigation.

Event description:
On 08/11/2006, nellcor received a report of cuff inflation issues on the device. The caller reported that after insertion of the device the end clinician experienced difficulty inflating the cuff. The caller reported this occurence happens about 1 year ago and the details associated to this report are no longer available. This report was mentioned while making a customer report MFR# 2936999-2006-00739. The tube was replaced without incident.